Event description:
It was reported that there was visible moisture ingress under the pump lens at which time the pump casing was found to be hot to the touch.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an evaluation will be performed and a supplemental report will be filed. No conclusions can be made at this time.